Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was due to customer throwing up a meal for which a correction bolus had been correctly delivered for carbohydrates consumed. Bg rose without the customer taking any action to address low bg.